Event description:
Boston scientific received information that this product was part of a system revision due to erosion. The patient had diabetes and the physician believed that due to this uncontrolled condition, the wound was not healing properly and was beginning to reopen to the point where the device became visible. There appeared to be no infection present at the time of explant. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.